Event description:
It was reported that a small volume intermate had particulate matter inside of its reservoir. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 5, 2014 to november 10, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified white particles, ranging between 0.75 to 2.01 mm in length, floating in the fluid of the reservoir. The reported condition was verified. The particles were identified to be acrylic material via fourier transform infrared spectroscopy spectrophotometer scanning. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.